Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
Baxter (B)(4) spoke with the patient's daughter on (B)(6) 2010. The daughter stated the patient was having issues with "bubbles in the tubing." The samples were disposed of and the lot number was unknown. The patient was advised to save a cassette the next time the issue occurs. The patient usually massages the lines and therapy continues and if that doesn't work new supplies are used. No patient injury or medical intervention was reported.